Manufacturer narrative:
Supplemental correction made as the event date was originally reported as may 22, 2020 however the device was not manufactured until feb 6, 2021. Follow up with customer confirms the event occurred on (B)(6) 2021 sections updated: b3: event date. B4: date of this report. D6: implant placement and removal date. G3: date additional information/correction received from customer . G6: type of report and follow up number. H2: follow up type. H10: manufacturer's narrative.

Event description:
There is not update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was not stable at the time of placement. Site was grafted and patient will return for another appointment for a new implant. Tooth #6.